Event description:
Following abdominal surgery to repair failed colostomy reversal, surgeon prescribed installation of a vena cava trap due to previous deep vein thrombosis after a previous surgery. On (B)(6) 2009, dr. Installed a cordis/johnson and johnson trapease permanent vena cava filter (466-p306au, r1008304). On or about (B)(6) 2009, I suffered a bilateral massive lower extremity clotting event running from the tips of my toes all the way to my groin and hips. With major surgical and pharmacological intervention blood circulation was reestablished from my hips to the midpoints of my thighs. Tissue and bone from above my knees to my toes became critical. On (B)(6) 2009, both of my legs were amputated above my knees. My kidneys began to fail with the necrotic tissue degradation. I was in critical condition and was treated with several kidney dialysis sessions which eventually brought my kidneys back to nearly normal function. I do not know if the vena cava filter caused or contributed to the major clotting event. On the other hand the filter may have saved my life. In any event I am left with two above the knee amputations and my seriously altered lifestyle. Diagnosis or reason for use: previous surgery caused deep vein thrombosis in calf/lungs.